Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges pain, discomfort and corrosion and friction wear believed to have caused amounts of toxic cobalt-chromium metal debris to be released into patients tissue surrounding the implants. Doi: (B)(6) 2009 : dor: (B)(6) 2017 (right hip).

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges pseudotumor and metallosis.